Event description:
Knee instability.

Manufacturer narrative:
Evaluation: it was reported as revision surgery: "knee instability age: 71 gender: female." The actual length of in-vivo for the item listed is unknown, as the original surgery date was not provided or could not be established. Item number: unk-surg item description: unknown part for surgical lot number: unknown part revision: na product type: knee manufacture date: unknown expiration date: unknown this investigation is limited in scope as only partial information was provided to djo surgical - austin for review. The revised item was not returned for examination and the item and or lot number was not provided. To adequately investigate this event, the part and lot numbers are necessary. If this information is submitted at a future date, this investigation will be re-evaluated. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. The surgeon performed this revision to remedy the patient's condition. This complaint will be closed pending receipt of additional information. No further action is deemed necessary at this time.